Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. The patient presented in clinic and noise was reproducible with arm movements. Due to the patient pacer dependency, the lead was revised. During revision procedure, the lead exhibited fracture. The lead was capped and replaced. The patient was well post operation.